Event description:
It was reported that during a followup, noise on the ventricular lead was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two pieces for analysis. An external insulation abrasion was noted at 6.5cm to 6.7cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise when the outer coil made contact with the can.